Event description:
Customer reports pt having discrepant results compared to lab. Pt's target therapeutic range is 2.0-3.0. These results were all taken within 1 hour of each other.

Manufacturer narrative:
Investigation pending.